Event description:
Fast flow. Infused in 10-12 hours instead of 24 hours. No adverse event occurred.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received, and a follow-up report will be filed.